Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, diabetic ketoacidosis and bent cannula. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose (bg) read "high" (>27.8 mmol/l) (>500mg/dl) while wearing the pod on the hip/buttocks. The patient administered a manual insulin injection and removed the pod. The pod was reported bent when the pod was removed. The patient was admitted to the hospital and was treated with insulin via intravenous therapy.